Event description:
It was reported to boston scientific corp in 2009, that a radial jaw hot single-use biopsy forceps was used during a colonoscopy procedure performed one month prior. According to the complainant, the device was placed into the pt and the tip failed to close properly. The forcep tip swung freely on the hinge, but did not respond to manual control. The procedure was completed with another radial jaw hot single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.